Event description:
On (B) (6) 2009, I went into an outpatient surgery center for cataract surgery. They implanted a crystalens hd500 in left eye. One week post-op, I reported to physician I had pressure at the side of my eye. I went to other appointments. One on (B) (6) and final appointment on (B) (6) 2009. On (B) (6) 2009, the pressure returned and now I was having excessive fluid in the left eye. I called in (B) (6) 2009, couldn't get in to physician's office until (B) (6) 2009. This was not the physician that did my surgery. He looked upset and told me what was happening shouldn't be occurring. He thought the problem with the crystalens hd500 had been "fixed." He said, you definitely need to see "my" surgeon tomorrow. On (B) (6) 2009, I was told to come in to see the surgeon. He said he didn't think it was an emergency. He also said he would be out of town the next week, from (B) (6) - (B) (6) 2010. On (B) (6) 2010 (B) (6), technician from surgery center called and asked that I come to the office on (B) (6) 2010, my husband and I was met by the rep of the MFR. She took "many" digital pictures of my left eye and showed me. My surgeon was never seen and as of (B) (6) 2009 I still haven't heard from him. These are now observations from rep of MFR, surgeon and another physician in surgery center and 2nd opinion: the crystalens postoperatively vaulted asymmetrically in a z configuration. It is unknown whether the plates are still in the capsule. Yes, I still have a pressure and excessive fluid in my left eye; a second surgical opinion states: it is his opinion that contraction or mild scarring caused the implant to vault, however, there could be other reasons. He also states that he is concerned of chronic inflammation and possible complicated surgery to correct my very serious problem; it is a given, intervention is needed. I haven't heard from my surgeon although I called the center today an haven't heard as yet. The crystalens was also implanted in my right eye, which I also am having additional symptoms. This info was relayed to the center the same day ((B) (6) 2010) I called about left eye. The risks are quite serious when implanting accommodating lens. I was told about these risks from other doctors. Infection, more surgery (I will need), possible cornea clouding due to loss of cells? Permanent loss of vision, increased risk of detached retina. Total loss of vision loss of eye, hemorrhage and other negative risks not mentioned. The vision has worsened in left eye and vision in right eye has gotten worse.

Event description:
First report was made on 1/12/2010. Both reports pertain to the implantation of crystalens hd 500 into the left and right eyes. Since the first report, I have had 3 yag laser surgeries on the left eye. The first surgery was (B) (6) 2010, second surgery was (B) (6) 2010, third surgery was on (B) (6) 2010. The vision is better. The surgeon and technicians states that my vision in the left eye is 20/30. However, the lens is still in the z configuration. The z configuration was the result of the lens when it vaulted. I am quite concerned regarding add'l surgery. My next opthalmic exam is set for (B) (6) 2010. The vision in my right eye is also troubling, as my surgeon has told me until my left eye is corrected, I will continue to have problems with my right eye. As of (B) (6) 2010, the distance in my right eye is good, intermediate is not as good, near is bad. Again, the problems with my right eye is the result of the vaulting of the lens in the left eye. This is very difficult for me to understand. I am trying to stay positive but after 3 surgeries, my concerns are causing add'l anxiety. I did go for a second surgical opinion and was informed that if there was any question about the positioning of the lens in the capsule of the left eye, this surgeon believes that the lens needs to be explanted. He also states the possibility of complicated add'l surgeries.